Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) declared a battery status of elective replacement indicator (eri) with a monitoring voltage of 2.55 volts and a charge time of 14.3 seconds. This device was part of the mid-life display of replacement indicators advisory. Technical services (ts) discussed that the device likely triggered eri by charge time at a lower window of the mid-life advisory charge time issue. No adverse patient effects were reported. This device was successfully explanted and replaced for normal battery depletion.

Event description:
Subsequent information indicates that this product was returned for laboratory analysis.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
--